Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was the hospital's electromedical team. H3 other text : device not returned to manufacturer.

Event description:
On 4th january, 2024 getinge became aware of an issue with one of surgical lights - hled 500. It was stated the underside cover was cracked with risk of missing particles. According to the information provided by technician the customer hit the front part of the dome, transparent plastic. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 500. It was stated and confirmed by photographic evidence the underside cover was cracked with risk of missing particles. According to the information provided by technician the customer hit the front part of the dome, transparent plastic. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. According to the information gathered during the investigation, the affected part (pwd 500 underface transparent plate - ard368325555) was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to cracked underside cover, which led to missing particles and as a result contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing particles from the underside cover is moderate. As per subject matter expert¿s expertise, according to the photographic evidences and information provided, there is no doubt that the light head involved has received a violent impact and that its underside has broken. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 4th january, 2024 getinge became aware of an issue with one of surgical lights - hled 500. It was stated the underside cover was cracked with risk of missing particles. According to the information provided by technician the customer hit the front part of the dome, transparent plastic. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 4th january, 2024 getinge became aware of an issue with one of surgical lights - hled 500. It was stated and confirmed by photographic evidence the underside cover was cracked with risk of missing particles. According to the information provided by technician the customer hit the front part of the dome, transparent plastic. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
On 4th january, 2024 getinge became aware of an issue with one of surgical lights - hled 500. It was stated and confirmed by photographic evidence the underside cover was cracked with risk of missing particles. According to the information provided by technician the customer hit the front part of the dome, transparent plastic. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.